Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 present and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be mentioned that the IFU clearly warns against reinsertion if the stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (99 percent stenosis degree) in a mildly tortuous lad. During lesion crossing resistance was felt and it was decided to remove the orsiro. After removal it was tried to deliver it again but the stent did not cross the lesion and was removed from the patient again. Upon removal it was noted that the stent has been displaced. Another device was used to complete the intervention.